Event description:
It was reported that pump displayed cartridge alarm 20 and caller could not complete troubleshooting because he was driving. There was no adverse impact to the customer's blood glucose level. Caller planned to call back to continue troubleshooting once at home, and no further actions or outcomes were reported.